Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties withdrawing the balloon from the stent occurred. The target lesion was located in the mildly tortuous, mildly calcified 80-90% stenosed distal right coronary artery. The degree of calcification in the lesion was not visualized prior to stenting. The vessel was not predilated. A 3.00 x 24 mm and a 3.00 x 32 mm taxus express2 drug eluting stent were deployed in the rca. During withdrawal, resistance was felt but the delivery balloon was removed successfully. After removal the 3.00 x 32 mm taxus stent appeared to have a mid waist. A 3.25 x 9 mm nc monorail balloon was advanced to the stent in an attempt to fully deploy the stent, this was unsuccessful, during withdrawal, resistance was felt but the balloon was removed successfully. A 3.50 x 20 mm nc monorail balloon was advanced to the stent again in an attempt to fully deploy the stent, this again was unsuccessful. During withdrawal, resistance was again felt but the balloon was not able to be removed. The physician attempted to inflate and deflate the balloon multiple times and push the balloon forward in the stent to release but these attempts were unsuccessful. The pt experienced angina and hypotension during the procedure and was sent to surgery for removal of the balloon and coronary artery bypass. During surgery it was seen that the lesion was highly calcified and the stent was mangled. No further complications were reported and the pt was discharged six days after the procedure. The pt status is reported as `satisfactory/good'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties withdrawing the balloon from the stent occurred. The target lesion was located in the mildly tortuous, mildly calcified 80-90% stenosed distal right coronary artery. The degree of calcification in the lesion was not visualized prior to stenting. The vessel was not predilated. A 3.00 x 24 mm and a 3.00 x 32 mm taxus express2 drug eluting stent were deployed in the rca. During withdrawal, resistance was felt but the delivery balloon was removed successfully. After removal the 3.00 x 32 mm taxus stent appeared to have a mid waist. A 3.25 x 9 mm nc monorail balloon was advanced to the stent in an attempt to fully deploy the stent, this was unsuccessful, during withdrawal, resistance was felt but the balloon was removed successfully. A 3.50 x 20 mm nc monorail balloon was advanced to the stent again in an attempt to fully deploy the stent, this again was unsuccessful. During withdrawal, resistance was again felt but the balloon was not able to be removed. The physician attempted to inflate and deflate the balloon multiple times and push the balloon forward in the stent to release, but these attempts were unsuccessful. The pt experienced angina and hypotension during the procedure and was sent to surgery for removal of the balloon and coronary artery bypass. During surgery it was seen that the lesion was highly calcified and the stent was mangled. No further complications were reported and the pt was discharged six days after the procedure. The pt status is reported as `satisfactory/good'.